Manufacturer narrative:
The suspect device was not returned for investigation at this time. However, logfiles shows alarm 318 - blower failure triggered and software(sw) model ID warning assertion failed in pressure zero calibration. The p pat insp sensor is reading 2119 adc and 37.3 mbar. ID 24660 points to ppat inspiration, installed sw is (B)(4). Advised to remove all external tubing and ensure that the blower is in off condition and requested customer to send the screenshot of the adc screen. Results of investigation: vyaire medical determined root cause due to a defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 gives continuous alarm 260 - occlusion but the alarm did not appear during the first step of calibration. The issue occurred during patient-use and at this time, there is no information regarding patient harm associated with the reported event.